Event description:
It was reported that patient complications occurred. The opticross hd 6 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the patient began to have chest pain, and st elevation and slow flow occurred. Vaso dilator medication was given and the procedure was completed successfully. The patient fully recovered. It was further reported via medwatch mw5152885 that in order to clear the image, the catheter was flushed inside the coronary artery which likely caused air embolism.

Manufacturer narrative:
B3 date of event: estimated based on aware date as event date was not reported.

Manufacturer narrative:
Date of event: estimated based on aware date as event date was not reported.

Event description:
It was reported that patient complications occurred. The opticross hd 6 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the patient began to have chest pain, and st elevation and slow flow occurred. Vaso dilator medication was given and the procedure was completed successfully. The patient fully recovered.